Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during preparation for surgery, the adapter for the 10mm balloon came off. The device was not used for the pt. Another device was used to complete the case.